Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no adverse impact to the customer¿s blood glucose level. Customer removed an o-ring from the pneumatic tap, cleaned the area, and was able to reload the cartridge successfully, allowing insulin therapy to resume.